Manufacturer narrative:
Visual inspection observed that the handle was flaking; the potted trigger assembly contact pins were burnt, and corrosion damage was noted within the internal components of the device.

Event description:
The core universal driver was sent for evaluation because during test prior to a procedure, the customer observed metal shaving coming off the device. There was no contamination to the surgical site. The procedure was completed with a readily available alternate device without any clinically significant procedure delay, and no adverse consequences were reported.